Event description:
It was reported that reservoir area accumulated dust that affected insertion. No additional information was received regarding the outcome of the event. Customer declined further follow-up, and no corrective actions or support measures were documented.